Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred during pumping and a cartridge alarm 5 (pressure out of range) occurred. The user's blood glucose (bg) level was 850 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user would load a new cartridge.